Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose was in the 700s range (mg/dl). The customer was subsequently hospitalized with diabetic ketoacidosis (dka) and was treated via insulin drip. Reportedly, the customer was released from hospitalization but could not provide the exact date of discharge.